Event description:
Patient was undergoing fistulagram of av graft for outflow stenosis. Multiple passes using progressively larger balloons were performed to relieve the obstruction. During removal of the sheath, the catheter tip separated from the hub and remained in the patient. The tip subsequently migrated to a pulmonary artery branch.====================== health professional's impression======================unknown. It simply separated. It was reported that locating the catheter tip fragment in the patient could not be done using simple x-ray because the tip was not radiopaque. The physician's recommended that the manufacturer consider incorporating a marker feature into the product.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a flo-gard infusion pump with a broken door was confirmed during product evaluation. No assignable cause was provided during product evaluation. However, the door assembly was replaced to correct the reported condition.should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a broken door, which resulted in an interruption of a patient infusion. The reporter believes the broken door was caused by the pump falling over during the infusion. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).